Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the surgeon was unable to fixate the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3636-1 batch 15281767 was received for evaluation. Functional testing was not performed due to the damage to the suture system. Visual evaluation noted that the inserter tip was bent. Evaluation of the returned suture revealed that the anchor system was broken, and only pieces of the sutures frayed were returned. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.